Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of "low psi measurement, does not go above 2 psi," was not reproduced. A review of the event history log (ehl) revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low pound per square inch (psi) measurement, does not go above 2 psi during programming/setup. There was no patient involvement. No additional information is available.